Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not being purged, and all the stations have a database size of almost 10 gb. A technical support specialist (tss) confirmed that the purge deletion process was stopped because the e: drive was full, which prevented the system from completing the purge operation. This led to the accumulation of data and subsequent delays. Then the tss confirmed that the device serial numbers with the customer. Then validate if the e: drive space issue had been resolved and purge processes resumed. Then ensure the proper log backup and disk space monitoring to prevent recurrence, monitored the purge about 3 weeks and its reach the current date/time for the 9 stations, then followed the knowledge article. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations had not been purged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.